Event description:
It was reported that the customer had no delivery alarm issues for the last three months on the insulin pump. Customer stated that it started while she was driving. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer will contact us in the future. Customer has already thrown away all the previous sets that gave her no delivery alarms. Customer stated that she has been a pump user for 15 years. Customer also stated that it was working fine for a day and a half. Customer changed her infusion set and reservoir 4 times. Customer thinks the problem is the pump. Customer's blood glucose level was 416 mg/dl. Customer took injections. Customer performed a 5.0u fixed prime and the insulin did exit. Customer mentioned that she travels a lot. It seams that the issue might be with the site at her body. Customer stated that she has had bent cannulas in the past. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.